Event description:
Caller reported cartridge alarm 20 and cartridge alarm 30 multiple times over several dates. The customer's blood glucose level was displayed as "high," but no specific value was given. The customer managed the high blood glucose by administering a correction bolus via the pump and changed the cartridge, without requiring third-party incapacitation support. Reportedly, customer reverted to manual injections for insulin therapy.